Event description:
A lrs mutiplanar clamp was applied to correct an angular deformity of the patient's proximal tibia. After application and into the treatment period, the small compression/distraction unit locked into position, and the correction could not be completed. When the physician applied greater force to effect correction the device broke. The clamp was replaced with a new one, as the small distractor breakage could affect the fixator stability. The patient is expected to heal as desired.